Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/both sides-pelvic pain/stabbing pain on both sides') in an adult female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, uti, gestational diabetes mellitus, back pain, flank pain, dysuria, pyelonephritis, headache, migraine, urinary urgency and uterine leiomyoma. Concomitant products included meloxicam since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), uterine haemorrhage ("uterus filled with blood"), headache ("headache"), back pain ("low back pain"), pruritus ("itchy belly button"), arthralgia ("joint pain/hip pain"), autoimmune arthritis ("autoimmune diagnosed arthritis"), musculoskeletal pain ("butt pain"), nausea ("nausea"), flatulence ("post-operative gas pain"), dysgeusia ("metallic taste in mouth"), feeling hot ("warm sensation through my body"), procedural nausea ("post procedural nausea") and post procedural haemorrhage ("spotting after removal"). The patient was treated with surgery (salpingectomy (bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the uterine haemorrhage, headache, back pain, pruritus, arthralgia, autoimmune arthritis, musculoskeletal pain, nausea, flatulence, dysgeusia, feeling hot, procedural nausea and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune arthritis, back pain, dysgeusia, feeling hot, flatulence, headache, menorrhagia, musculoskeletal pain, nausea, pelvic pain, post procedural haemorrhage, procedural nausea, pruritus, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain,bleeding,arthritis. Previously reported insertion date was (B)(6) 2012. In the right tube (5) coils were noted outside the tube. The same was repeated on the left side with (7) coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion, bilateral fallopian tube occlusion secondary to essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number: a45108, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune arthritis ('autoimmune diagnosed arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the autoimmune arthritis and menorrhagia outcome was unknown. The reporter considered abdominal pain, autoimmune arthritis, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain,bleeding, arthritis diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), autoimmune diagnosed arthritis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/both sides-pelvic pain/stabbing pain on both sides') in an adult female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, uti, gestational diabetes mellitus, back pain, flank pain, dysuria, pyelonephritis, headache, migraine, urinary urgency and uterine leiomyoma. Concomitant products included meloxicam since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced autoimmune arthritis ("autoimmune diagnosed arthritis"), abdominal pain ("abdominal pain"), arthralgia ("joint pain/hip pain"), back pain ("low back pain"), headache ("headache"), nausea ("nausea"), musculoskeletal pain ("butt pain"), uterine haemorrhage ("uterus filled with blood"), dysgeusia ("metallic taste in mouth"), feeling hot ("warm sensation through my body"), pruritus ("itchy belly button"), procedural nausea ("post procedural nausea "), flatulence ("post-operative gas pain") and post procedural haemorrhage ("spotting after removal"). The patient was treated with surgery (salpingectomy (bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the autoimmune arthritis, arthralgia, back pain, headache, nausea, musculoskeletal pain, uterine haemorrhage, dysgeusia, feeling hot, pruritus, procedural nausea, flatulence and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune arthritis, back pain, dysgeusia, feeling hot, flatulence, headache, menorrhagia, musculoskeletal pain, nausea, pelvic pain, post procedural haemorrhage, procedural nausea, pruritus, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain,bleeding,arthritis. Previously reported insertion date was (B)(6) 2012. In the right tube (5) coils were noted outside the tube. The same was repeated on the left side with (7) coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion, bilateral fallopian tube occlusion secondary to essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received and content from social media received. Lot number added. New events: vaginal bleeding, joint pain, low back pain, headache, nausea, buttock pain, uterine bleeding, taste metallic, warm sensation through my body, itchy skin, post procedural nausea, gas pain, post procedural bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.